Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that while the pt was at home, his system controller went into backup mode and the "replace system controller" alarm was displayed. The pt proceeded to exchange the controller, but was unable to do so before losing consciousness. The pt's wife was unsuccessful in her attempt to exchange the controller. The ems was called and the system controller was successfully exchanged. The pt was transported to the hospital and was intubated. Care was withdrawn from the pt the following day, and the pt expired.

Manufacturer narrative:
The device was returned to the MFR for eval and the reported event that the system controller switched to backup mode was confirmed during the analysis of system controller. During the analysis, the system controller went into backup mode when connected to power. The system was operating at 8800 rpms with a "replace system controller" alarm due to being in backup mode. The system controller was able to operate a test pump in backup mode without issue. During further eval, the system controller was opened and the fuse associated with the primary mode circuitry was confirmed to be open. As a result of this open fuse, the system controller switched to backup mode as designed. Once the fuse was replaced, the system controller functioned as intended in primary mode. A review of the device history records revealed the device met all applicable specs upon product release. No further info is available. The MFR is closing its file on this event.